Event description:
Evaluation revealed a misaligned display screen. Review of the pump history revealed loss of prime alarms associated with zero force.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen. Review of the pump history revealed several loss of prime alarms associated with zero force. The alarms were not duplicated during evaluation.